Manufacturer narrative:
This case, with patient identifier (B)(6) (performa system) is related to case with patient identifier (B)(6) (active system). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 64 mg/dl (performa) and 154 mg/dl (active) and within 10 minutes: 435 mg/dl (performa) and 141 mg/dl (active) no adverse event reported. Return of suspect device was requested and replacement was sent.